Event description:
It was reported that in surgery when introducing the guide wire, it began to unravel. As a result, the guide wire was removed. It is unk if this issue caused a delay, however, there was no reported death or serious complications to the pt. The evolution of the pt was satisfactory.

Manufacturer narrative:
(B)(4). Sample will not be returned.